Event description:
It was reported that during generator replacement surgery the surgeon observe something in the lead that he believed was a fracture and therefore decided to replace both the lead and the generator. Further follow-up found that diagnostic results from pre-op was unavailable however at the previous office visit diagnostic results were good. Clarification was received which indicated that the lead's tubing appeared damaged which is why the surgeon believed the lead was fractured. It was unknown if the surgeon accidentally cut the lead however there was no reason to suspect damage to the lead prior to the surgery. It was reported that the explanted lead was not available for return.

Event description:
Additional information was received which reported that during the surgery a diagnostic test resulted in high impedance. After the test result the surgeon observed the damaged lead tubing which made him suspect there may have been an issue with the lead. It is unknown if the surgeon attempted to reinsert the lead pin to resolve the high impedance.